Event description:
It was reported that 0.5cc remained in the balloon following a pressure measurement and after deflation. It was reported that the inflated balloon may have contributed to a pulmonary embolism. It was further reported that no intervention or change in the patient's treatment was required as a result of the pulmonary embolism. Reportedly, the pulmonary embolism resolved itself and no patient injury resulted from the reported event.

Manufacturer narrative:
Evaluation: our evaluation found that the catheter was received with all of the extension tubes cut in half approximately two centimeters proximal to the backform. The catheter body was also found severed at 3.4, 45, and 81 centimeters proximal to the tip of the catheter. The balloon was not received with the returned catheter for evaluation. Our evaluation was unable to confirm the reported event.